Manufacturer narrative:
Unable to perform displacement test and occlusion test due to partially broken retainer, broken reservoir tube lip and missing o-ring. The reservoir does not stay locked in due to broken retainer. Unit passed selftest, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.